Event description:
It was reported that the patient presented in clinic for a routine follow-up, the pulse generator exhibited multiple episodes of noise reversion. Reprogramming would be considered. The device remained implanted.

Manufacturer narrative:
.